Manufacturer narrative:
Journal article: tien-ping tsao "tctap c-113 - large and long dissection after the first small balloon dilatation of chronically occluded right coronary artery" 19th cardiovascular summit: tctap 2014: vol 63/12: s137-s138. Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. . (B)(4). (B)(4).

Event description:
Same case as MDR ID #'s: 2134265-2015-04867, 2134265-2015-05202. Reported via journal article. It was reported that vessel dissection and hematoma occurred. On (B)(6) 2013, the patient was admitted for percutaneous coronary intervention to the right coronary artery (rca). A 7f guide catheter was inserted through the right femoral artery to engage the right coronary ostium and a 5f diagnostic catheter was inserted through the right radial artery to engage the left coronary ostium for contralateral contrast injection. A guidewire and catheter were advanced to the pl branch. A 1.2x12mm non-bsc balloon was advanced; however, it was unable to cross the lesion. The balloon was dilated before the occlusion site at 14atm. A 1.2x8mm emerge balloon also failed to cross the lesion, and the whole system was pushed-out. The lesion was re-engaged and the 1.2x8mm emerge balloon crossed the lesion and dilated the lesions at 10-16atm. A large and long dissection was noted from the mid-rca to distal rca and pl. A 2.5x20mm balloon was dilated at the occlusion site at 10atm, and an intravascular ultrasound (ivus) catheter was advanced; however, failed to cross the lesion. A 2.25x20mm non-bsc balloon was dilated from the proximal pda back to the mid-rca at 8 to 16atm. A 2.25x23mm non-bsc stent was advanced but failed to cross the mid-rca. A 6f guide extension catheter was advanced to improve support but the whole system was pushed out, the al1 was re-engaged and a non-bsc guidewire re-inserted to the pda. A 3.0x20mm nc quantum balloon was used to dilate the mid-rca to 16atm. Ivus showed the diameter of the distal rca was 2.5-3.0mm and 3.0-3.5mm at mid-rca and 3.5-4.5mm at proximal rca. A large hematoma was noted from the distal to mid-rca. In total five (5) non-bsc drug eluting stents were implanted from the pda back to the ostial rca. During post-dilation of the mid-to-proximal rca with a 4.0x20mm nc quantum balloon at 16atm a type b dissection was noted at the very proximal rca. The dissection was treated with a 4.0x8mm non-bsc stent. Final angiographic results were optimal, pl branch has limited flow but it was small with collaterals, therefore the procedure was concluded. No additional patient complications were reported.